Manufacturer narrative:
Upon a complaint review it was determined that this event was similar to the event reported to the FDA under medwatch 1824206-2007-00042. The event was not originally recognized to be similar to the original event. We are submitting this report beyond the 30 days reporting period.

Event description:
A tech at an account stated the foot left end caster support weld broke on the base frame. There were no pts involved in this event and no injuries.